Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently the patient underwent revision surgery on (B)(6) 2018. During the procedure a skin revision was performed and the abutment was changed.